Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (d9, h3, and h4) and to provide a correction to field (g2) with information inadvertently left out. The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the following. 1.) The approach to the tissue was poor and the cups was not pressed against the tissue sufficiently. 2.) The tissue was difficult to resect. 3.) The cusp did not close completely due to excessive grasping. However, the specific root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: "before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, for example: posing an infection-control risk; causing tissue irritation, perforation, bleeding, or mucous membrane damage. It may also result in more severe equipment damage." "If you use the instrument several times during one procedure, confirm that there is no irregularity with its operation and appearance, each time you use it. Do not use the instrument if you detect any abnormality. The breakage of the distal end such as the operation wire¿s detachment could cause mucous membrane damages." "Do not force the instrument if resistance to insertion is encountered. Reduce the endoscope¿s angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument." "Always have a spare instrument available." "Biopsy may cause bleeding. If you take a large sample or press the instrument¿s distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only." Olympus will continue to monitor field performance for this device.

Event description:
It was reported during an unspecified procedure, the disposable biopsy forceps was not sharp causing impact bleeding. Additional information received from the customer indicated the amount of bleeding was "a bit of bleeding" and clips were used to stop the bleeding. There was no delay in the procedure. There was no further patient impact reported.

Manufacturer narrative:
The subject device was manufactured on feb 2024 based on the provided lot information; however, an exact date is unknown (h4). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.